Event description:
The lead was explanted due to insulation damage. Externalized cables observed by fluoroscopy.

Event description:
Additional information received noted that the patient received inappropriate shock due to oversensing.

Manufacturer narrative:
Analysis found external abrasion with externalized conductors at 52cm to 53cm from the connector pin. The specific source of the external abrasion is not known, however it is believed to be either an adjacent lead or a cardiac structure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.